Event description:
Patient revised for dissassociation of an augment and augment screw.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required to search the complaint database by product lot code was not supplied for the augment. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.